Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was replaced and left in-situ. As well, the device triggered recommended replacement time (rrt) and was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance and exhibited low defibrillation impedance post-shock. The rv lead currently remains in use and a revision procedure is scheduled. No patient complications have been reported as a result of this event.